Event description:
Patient believes philip's sonicare toothbrush which he has been using for more than 15 yrs is a contributing factor to his receding gum. Patient thinks the toothbrush is pushing his bottom tooth gum down. Patient stated that there is no warning signs or side effects listed on the toothbrush box except for "do not drop the toothbrush in water".